Event description:
Additional information received 23apr2019 reported the patient was readmitted for fever and positive blood cultures on (B)(6) 2019. Blood cultures were positive for staphylococcus epidermidis in one out of two bottles. Us guidance aspiration of fluid collection around driveline. Additional diagnostics were performed as part of patient's transplant work-up. The patient was symptomatic with recurrent left-sided chest and left upper quadrant pain, which is now better controlled and thought to be attributable to infection. Patient also had intermittent dizziness which has now resolved. Patient has been treated with ongoing antimicrobial therapy and close monitoring of labs. Patient's transplant work-up is currently in progress. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous admission for ongoing driveline infection was previously reported under MFR# 2916596-2019-01658. Approximate age of device- 2 months, 1 day. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. The patient was previously admitted with a percutaneous lead (driveline) exit site infection on (B)(6) 2019. In that admission, a cta chest revealed fluid collection around the driveline exit site. The patient was treated with intravenous antibiotic therapy and converted to oral antibiotics upon discharge. On (B)(6) 2019, it was reported the patient had been readmitted due to positive blood cultures. The event date is estimated. Additional information pertaining to the readmission has been requested but has not yet been provided.